Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported bd insulin syringes, 1ml 31g x 8mm were unable to aspirate. The following information was provided by the initial reporter: "the syringe does not suction anything when pulling back the plunger."

Event description:
It was reported bd insulin syringes, 1ml 31g x 8mm were unable to aspirate. The following information was provided by the initial reporter: "the syringe does not suction anything when pulling back the plunger."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.